Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with the caregiver noting a downward trend and calculating approximately 3.616 units of insulin delivered between 6 p.m. And 9 p.m., after which 1 initial glucose tablet was given followed by 2 additional tablets per guidance. Symptoms included hypoglycemia with a lowest reported blood glucose of 75 mg/dl for approximately 30 minutes. Outcomes included self-treatment with oral glucose without professional medical intervention, hospitalization, or acute complications. Investigation included complaint intake and troubleshooting with education on carbohydrate treatment based on reported insulin delivery and glucose trend information. Investigation of this case revealed no device alarms or alerts and no specific device malfunction identified, and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.